Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and clinical reason for explant was mechanical complication of iol. The iol was exchanged for unspecified advanced technology intraocular lenses (atiol) lens model 4 months 3 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The product was not returned. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric company (1.50cyl), 19.5 diopter lens was replaced with a non-toric company, 18.5 diopter lens. The changed from a toric to a non-toric lens with a 1.0 change in diopter may indicated the replacement lens was an improved choice for the patient visual needs. The surgeon indicated the issue has subsided with the exchange. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating 4 weeks post op with no improvement in visual acuity. As per surgeon opinion poor centering iol caused event. The iol was exchanged for different diopter and different toric model company lens. The patient's issues were resolved and surgeon's prognosis was good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).